Event description:
A customer reported to baxter (B)(4), a buretrol administration set in which a cut was observed. The alleged defect was observed before use; therefore, no leaks were observed. There was no patient involved. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). One actual sample was received at the manufacturing plant for evaluation. Visual inspection revealed a cut in the tubing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing processes. As a corrective action, all operators were notified about this occurrence. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.